Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to an older version of the electrode receptacle connector. The connector was replaced to resolve the report and pads were replaced as a precatuion. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed impedance testing. Complainant indicated that there was no patient involvement in the reported malfunction.